Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and severely calcified left main coronary artery (lm) and the left anterior descending artery (lad). Post imaging with the intravascular ultrasound (ivus) catheter, the physician was removing the catheter over the wire and felt some tension; when he pulled the device out, the wire had snapped in half. The device was removed in one piece and nothing was left in the patient. The procedure was completed using the original method/device. There were no patient complications and the patient fully recovered.